Event description:
It was reported that guidewire kinking. The catheter configuration used was straight, with a length of 15 cm, and the final placement location was the jugular vein. The catheter remained in place for 9 days. The distal purple lumen was used from insertion through removal for administration of intravenous therapy including infusion of fluids, medications, and/or blood and for power injection of contrast media at a maximum infusion rate of 5 ml per second. A dead end cap was not used. The catheter was used in conjunction with bd bard procedure kit components, including a bd bard introducer needle 18 gauge, 2 and 3 4 inch, a bd bard struxure guidewire, and bd bard dualator dilators. Dualator dilators in 11 to 13 fr and 12 to 14 fr configurations were used, with the smaller dilator used first, followed by the larger dilator. A complication directly related to the bd bard struxure guidewire was reported, consisting of guidewire kinking during insertion, which required a new procedure and or device. The clinician rated the successful guidewire insertion and catheter placement as 2 performed below expectations due to the guidewire kinking during insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.